Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
A patient stated that when they try to turn on their device, it will not turn on and they are experiencing a return of bladder incontinence. The incontinence occurred three times on (B)(6) 2016. The patient is not feeling stimulation and said when they did get symptom control their body would get to the sensation and they really don't feel it. The therapy is noted as being on, and the patient does not feel stimulation. During the report, they increased amplitude and they were able to feel stimulation in the correct area. The patient also reported their patient programmer would not power on. They changed out the batteries and re-positioned the batteries and the issue was resolved during the report. After the batteries were changed out the patient was able to use the patient programmer but was getting poor communication with the antenna. They tried re-positioning the antenna several times themselves and then a family member helped the patient and noted it was difficult to find the ins. The patient had recently gained weight due to the steroids they have been taking for breathing problems. Placing the patient programmer directly over the ins resolved the communication issue. It was recommended that the patient follow up with their healthcare provider to discuss options regarding the pocket size if the patient does not lose weight. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.